Manufacturer narrative:
(B) (4). (B) (4). A visual inspection of the incident sample showed a small amount of tissue in-between the jaws. The knife was protruding from the jaws and the webbing was twisted and bent. The knife edge was damaged, indicative of contact with a metal object. The IFU for this product has a warning not to deploy the cutter on clips, staples and other metal objects to prevent damage to the cutter blade. Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. The IFU warns against overfilling the jaws of the instrument so as not to compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position before activating the cutter or the cutter may not securely stay within the guiding track of the jaws. Covidien lp has recently implemented a new jaw/blade assembly design to increase the blade retention within the jaws of th hand piece. This makes the design more robust to variations in user technique. The returned device was manufactured before these changes were implemented.

Event description:
The initial report stated that prior to surgery, the doctor was showing a resident how the device works and the knife blade ended up protruding from the jaws. It was reported that the device was not used on the patient. The incident device was returned and a visual inspection revealed that the knife was protruding from the jaws of the device.